Event description:
It was reported this was a procedure to treat a heavily calcified, heavily tortuous and 90% stenosed left anterior descending artery. A xience prime 2.75x38mm was deployed at the target lesion. However, after deployment, an edge dissection was observed. For treatment, an additional xience prime was implanted to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Dissection is listed in the instructions for use (IFU) as a known patient effect of coronary stenting procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.